Manufacturer narrative:
Device evaluated by manufacturer: microscopic examination presented a slightly deformed tip with an oval shape, along with scratches on the distal markerband causing minor exposure of the markerband material. There was a complete separation at the collar/distal shaft bond which the ptfe was pulled out of the collar and attached to the distal shaft. Microscopic examination revealed collar damage. Inspection of the remainder of the device revealed numerous bends/kinks along the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the shaft broke. The target lesion was located in the mid left anterior descending (lad) artery. The physician was using a guidezilla extension catheter along with a non bsc balloon catheter, when the guidezilla broke inside the patient. A quantum nc balloon catheter was advanced inside the fractured portion of the guidezilla, inflated, and everything was able to be removed from the patient. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Event description:
It was reported the shaft broke. The target lesion was located in the mid left anterior descending (lad) artery. The physician was using a guidezilla extension catheter along with a non bsc balloon catheter, when the guidezilla broke inside the patient. A quantum nc balloon catheter was advanced inside the fractured portion of the guidezilla, inflated, and everything was able to be removed from the patient. There were no patient complications reported and the patient status was stable.